Manufacturer narrative:
The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
It was reported that the patient presented for generator change due to eri. The physician capped and replaced the atrial lead on (B)(6) 2017 due to extracardiac stimulation and noise. Noise was discovered during device check. The patient was stable post-procedure.